Event description:
It was reported that the pt experienced a shocking sensation after implant. No pt treatment or outcome was reported. The reason the stimulator was replaced was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).